Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported that customer¿s adc blood glucose meter would turn on with the button but not with a test strip. It was further reported that on (B)(6) 2017 because his meter was not working, customer went to a hospital to have his blood glucose checked. At the hospital a reading of 512 mg/dl was received on an unspecified hospital device and customer returned home. At 4:00 pm the hospital contacted the customer and requested that he return to the hospital because his blood glucose was too high. Customer was diagnosed with hyperglycemia and treated with 5 units of insulin. Customer was kept for observation and at 11:00 pm another blood glucose test was performed, with a result of 298 mg/dl, and customer was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing could not be performed for the freestyle strips, as the lot associated with this case was past its expiry date. Per design documentation, the useful life of freedom lite meter is 5 years; per this product's manufacturing date, it had been in distribution beyond its useful life as of the adc case awareness date. It was determined to have met specification when the product was released and through its lifespan, and no further investigation activities was required for the freestyle freedom lite meter. A tripped trend review was completed for the freestyle lite meter, freestyle test strips and the reported complaint. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife reported that customer¿s adc blood glucose meter would turn on with the button but not with a test strip. It was further reported that on (B)(6) 2017 because his meter was not working, customer went to a hospital to have his blood glucose checked. At the hospital a reading of 512 mg/dl was received on an unspecified hospital device and customer returned home. At 4:00 pm the hospital contacted the customer and requested that he return to the hospital because his blood glucose was too high. Customer was diagnosed with hyperglycemia and treated with 5 units of insulin. Customer was kept for observation and at 11:00 pm another blood glucose test was performed, with a result of 298 mg/dl, and customer was discharged to home. There was no report of death or permanent injury associated with this event.